Manufacturer narrative:
A review of the pump black box revealed multiple pump reboots associated with a replace battery alarm. The pump was returned with a crack alongside the battery compartment. There was no evidence of physical damage on the battery compartment threads. The battery cap was not returned and a test cap was used and able to secure properly. The pump was exercised for 24 hours with no loss of power occurring. Unrelated to the original complaint, the battery compartment was found to be cracked from the bottom traveling to the bumper. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.